Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision inverse shoulder prosthesis: according to the op report from (B)(6) hospital in 2008, it was unclear what kind of prosthesis was fitted. According to x-ray, it was assumed that this is a depuy delta iii prosthesis. The material for the revision was ordered from depuy synthes. Unfortunately, during the operation it was determined that it is a competitor inverse prosthesis, which looks the same on the x-ray image as the delta iii prosthesis. The 42er delta iii glenosphere has already been fixed on the competitor base plate and could not be removed anymore. For this reason, the surgeon decided in favor of the patient to disassemble the tornier humeral stem and replace it with a delta xtend cemented 12mm shaft with a standard 42 inlay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device was returned. A review of complaint databases did not identify any anomalies. Root cause is undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device was returned. A review of complaint databases did not identify any anomalies. Root cause is undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.